Manufacturer narrative:
(B)(4). Date of initial report : 02/01/2017. One lf1723 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found eschar on the back of the jaw. The customer reported a partial seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported the during a thoraco/lobectomy procedure vessel sealing was incomplete. The customer stated the thermal spread did not seem enough. The device was recognized by the generator, activated, and end-tones, indicating a complete seal cycle, were heard. A new device was opened and it worked fine. There was no patient harm. Operating time not extended and there was no additional tissue resection, tissue damage or bleeding. Nothing fell into the patient's cavity.